Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient, therefore, no analysis could be performed. The manufacturing records for top assembly batch 8376666 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. The cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent embolized. The lesion was located in a moderately tortuous, moderately calcified, 80% stenosed 2.8mm diameter segment of the proximal circumflex (cx) artery. The lesion was predilated using a 2.5x10mm extensor balloon inflated to 8 atm. A 2.75x8mm taxus liberte' drug eluting stent was advanced, but could not cross the lesion. During withdrawal of the stent catheter, the stent dislodged from the catheter and was lost in the cx. The physician tried to retrieve the stent with an ev3 microsnare, but was unsuccessful. The patient was then taken to surgery for coronary artery bypass. It was reported that the stent remains in the patient, near the calcified lesion; it was not removed during surgery. There were no patient complications. The patient status following surgery was reported as good. Medications received included plavix, aspirin and heparin. This product is only ous approved, but it is similar to a marketed us device.